Manufacturer narrative:
(B)(4). The returned contour vl ureteral stent was analyzed, and a visual evaluation noted that at the first view, the stent was with their bladder pig tail buckled or accordion, and several torn in the same pig tail side port holes and suture hole. Additionally, the suture and positioner did not return. Then during the functional inspection, it pass through the stent successfully, no resistance was felt. Finally, during the magnification observed closely the found issue in the bladder coil. Additionally, the side port holes and suture hole were observed torn and stretch out, besides the tip was found torn. Moreover found some residues as part of the procedure in the bladder pig tail. No other problem with the device were noted. The reported event was not confirmed. Based on the most relevant information of the complaint event description, device analysis and including the product record review results, the device meets all manufacturing specifications required and passed all the controls and inspections, no abnormalities were reported during the assembly process. It was found that a bladder pig tail is buckled accordion and torn, also observed that side port holes are stretch out such as torn. Additionally, some kind residues as part of the procedure were observed in the bladder pig tail, indicating that the stent was used. Therefore, the most probable cause of those failures is no problem detected since it is the most likely that the adverse event occurred during the preparation and the device had no influence on event.

Event description:
It was reported to boston scientific corporation that a contour vl ureteral stent was used during a urology stenting procedure in the ureter performed on (B)(6) 2022. During the preparation, it was noted that they had difficulty inserting the stent through the guidewire. The procedure was successfully completed with another contour vl ureteral stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Investigation results revealed that the stent was buckled, therefore this event has been deemed an MDR reportable event.